Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. The patient was working when he experienced dizziness before passing out for 30 minutes. A coworker called emergency medical service (ems). The cgm was reading 207 mg/dl and the blood glucose reading was 67 mg/dl when ems arrived. The patient was treated with carbohydrates and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in pain. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.